Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that the patient underwent patellofemoral orthopedic surgery on (B)(6) 2023 with screws for intraoperative fixation of the ligaments including biosure screw; there was secretion from the medial knee wound 4 weeks postoperatively, and the wound did not improve significantly after dressing changes at the local hospital. On (B)(6) the patient underwent wound debridement with vsd drainage, and anti-infection treatment was also given, and the wound is now healing well. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records and sterilization records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have contributed to the reported event. However, it was reported that the incident was not related to the implant. The implant was not removed as a result. It was reported that the patient has recovered. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the patient underwent patellofemoral orthopedic surgery on (B)(6) 2023 with screws for intraoperative fixation of the ligaments including biosure screw; there was secretion from the medial knee wound 4 weeks postoperatively, and the wound did not improve significantly after dressing changes at the local hospital. On (B)(6) 2023, the patient underwent wound debridement with vsd drainage, and anti-infection treatment was also given, and the wound is now healing well. No further complications were reported.